Event description:
During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. The device was returned from an unspecified ward with a report of, replace battery alarm. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.